Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
An ophthalmic surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. He reported that he was aiming for near vision and she came out less myopic than expected. Additional information was received from the surgeon, who reported that the target was -2.21d (near vision). In the surgeon's opinion the iol did not cause/contribute to the event. The potential cause is documented as "effective lens position?" The postoperative refraction was -1.25+1.00x055. Current orientation is 65 degrees. The intended orientation was 40 degrees. Additional information was received from the surgeon, who reported that the iol did rotate off axis. The iol was exchanged for a difference of two diopter of power. The patient is doing great at this time.